Manufacturer narrative:
Sample collection information was not provided for this event. Controls were run before and after the reported event and the instrument is currently performing within qc specification. On (B)(6) 2011, a bci field service engineer (fse) fse found a broken spring on the 5-diff lyse pump pm4 and replaced the pump. Fse verified the low / high elyse volumes were verified. Startup & qc were tested and were within specifications. Several samples were rerun on both lh1 & lh2 and results correlated. Repair was verified and system was validated. The root cause for the erroneous diff results can be attributed to the hardware replaced by subsequent instrument service by the fse.

Event description:
Customers contacted beckman coulter inc. (Bci) in regards to erroneous diff results (low ly and high ba) on four patient samples without instrument generated flags. The erroneous results were not reported out of the laboratory. Review of the sample printouts provided show manual diffs were only performed on patient's 1 & 2 which revealed higher ly and lower ba results when compared to instrument results. Patient's 3 & 4 were rerun on the same instrument (lh2); rerun results generated higher ly and lower ba. Patient results are provided. No death, injury or change to patient treatment attributed to this event.